Event description:
A negative advia centaur xp troponin ultra result was obtained on a pt sample. Initial testing was performed on the stratus cs and the results were positive. The pt sample was also run on the e module and the radiometer aqt90 with results above the normal population according to the customer's range for troponin. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. The instrument is performing within specifications. No further evaluation of the device is required.